Event description:
It was reported that the customer's blood glucose reading was 446 mg/dl. The customer was advised to go to the ER immediately. The customer reported that the insulin pump had been dropped in water and was cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the manual prime due to moisture damage on the force sensor and motor.